Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during cataract surgery, poor aspiration during phacoemulsification and irrigation/aspiration were experienced. The procedure was completed using the same equipment.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate any issue related to the reported events. The system was then tested and met all product specifications. The system was manufactured on february 23, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).